Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the rf (radio frequency) head doesn't interrogate devices. The rf head is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the rubber portion of the radiofrequency (rf) head needed to be replaced.

Event description:
It was reported the rf (radio frequency) head doesn't interrogate devices. The rf head was returned for repair. No patient complications were reported as a result of this event.